Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Received for investigation a used, decontaminated syringe with the tyvek packaging. Visual inspection of the provided sample showed damage to the syringe barrel shoulder. The noted damage resulted in a hole being present, thus complaint confirmation. The device history record (DHR) information for the subassembly lot (cp1707), indicated that a non-conformance associated with the assembly machine was initiated. Among the lot 31,300 pieces were 100 percent inspected, with 31,063 being accepted. It is feasible that a defective sample was missed by the visual inspection. Appropriate actions have been taken since this issue, including changing the tooling on the accumulator. To heighten awareness a quality alert will be forwarded to the production floor. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.

Event description:
It was reported that the air was attempted to be removed, but blood leaked out of device. It was discovered that the device was damaged after it was checked. There was patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.